Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), perforation ("organ and/or tissue perforation") and pregnancy with contraceptive device ("post-implant pregnancy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and injury ("insertion injury") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (robot assisted laparoscopic hysterectomy with a bilateral salpingo-oophorectomy). Essure was removed. At the time of the report, the pelvic pain, perforation, pregnancy with contraceptive device, menstrual disorder and injury outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered injury, menstrual disorder, pelvic pain, perforation and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device successfully occluded. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('organ and/or tissue perforation/ perforation (fallopian tube(s))'), uterine perforation ('organ and/or tissue perforation/ perforation (uterus)'), device breakage ('in the process of removal of the device from the cavity, the curl was noted to be broken and at this point, no certainty of the length of the device bed was implanted in the tube'), endometritis ('chronic endometritis'), pelvic pain ('pelvic pain/ a lot of pain/ pelvic area') and pregnancy with contraceptive device ('post-implant pregnancy/ pregnancy (with complications)/ claiming pregnancy: birth- no complications') in a 36-year-old female patient who had essure (batch no. B53031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included bariatric surgery on (B)(6)2018, multigravida, parity (3 (twin delivery on (B)(6)2003; (B)(6)2008)), swelling abdomen, hirsutism, teratoma, dizziness, numbness in leg, burning leg, ankle sprain, lumbar disc herniation, lumbar radiculopathy, genital bleeding, epigastric pain, multiple caesarean sections (3) and cervix inflammation. N (B)(6)2014: menstrual history urine pregnancy test urine pregnancy test (hcg) : positive. Previously administered products included for an unreported indication: ketorolac injection, motrin and oxycodone + acetaminophen 5mg-325mg. Concurrent conditions included obesity, hypertension, back injury, ovarian cyst, difficulty in standing, walking difficulty, pain stomach, neck pain, uterine leiomyoma, ganglion cyst, pain ankle, pain foot, tenderness, ache, swelling nos, weight bearing difficulty, posterior tibial tendon dysfunction, tibia pain, discomfort, asthenia, vomiting, flu, ultrasound ovary abnormal, cyst ovary, endometrial biopsy and pelvic adhesions. Concomitant products included metoprolol tartrate (lopressor) since 2010 for hypertension as well as ascorbic acid;calcium;colecalciferol;copper;cyanocobalamin;ferrous fumarate;nicotinamide;pyridoxine hydrochloride;retinol;riboflavin;thiamine hydrochloride;tocopherol;zinc (prenatal 1+1 fe) from (B)(6)2014 to (B)(6)2015, colecalciferol (vitamin d3) since (B)(6)2018, docusate sodium from (B)(6)2016 to (B)(6)2016, estradiol since (B)(6)2017, ethinylestradiol;norgestimate (ortho tri-cyclen) from (B)(6) 2012 to (B)(6) 2014, ethinylestradiol;norgestrel (low-ogestrel) from october 2011 to october 2013, hydrochlorothiazide since (B)(6) 2012, hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen) from (B)(6) 2013 to (B)(6) 2013, ibuprofen since (B)(6) 2012, meclozine hydrochloride, naproxen since (B)(6) 2012, norethisterone (ortho micronor) from (B)(6) 2012 to may 2013, nsaids since 2013, oral contraceptive nos, paracetamol (acetaminophen) since 2013 and paracetamol (tylenol). On (B)(6)2013, the patient had essure inserted. On(B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain abdominal area"), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and back pain ("pregnancy with pain on the back/low back pain"), 3 days after insertion of essure. On 1(B)(6)2013, the patient experienced fatigue ("fatigue") and nausea ("nausea"). In (B)(6)2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6)2014, the patient was found to have weight increased ("weight gain"). On (B)(6)2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6)2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), genital haemorrhage ("general abnormal bleeding"), menstrual disorder ("menstruation issues"), headache ("headaches") and complication of device insertion ("insertion injury"). The patient was treated with palliative care and surgery (cesarean section on (B)(6)2015, hysteroscopic grasper with a slight difficulty of the removal of the implant and robot assisted laparoscopic hysterectomy, bilateral salpingo-oophorectomy, lysis of adhesion). Essure was removed on (B)(6)2016. At the time of the report, the fallopian tube perforation, uterine perforation, device breakage, endometritis, pregnancy with contraceptive device, menorrhagia, vaginal haemorrhage, menstrual disorder, headache, fatigue, nausea, weight increased, depression, anxiety and complication of device insertion outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, genital haemorrhage and back pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The apgar scores were 8 and 9 (at 1 and 5 minutes). The reporter considered abdominal pain, anxiety, back pain, complication of device insertion, depression, device breakage, dysmenorrhoea, endometritis, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, nausea, pelvic pain, pregnancy with contraceptive device, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 200 lbs. She did not allege that essure caused birth defects. Insertion detail - ostia was done bilaterally and the device was placed on the right tube without any difficulty, but due to the device malfunction, no appropriate deployment was noted. In the process of removal of the device from the cavity, the curl was noted to be broken and at this point, no certainty of the length of the device bed was implanted in the tube. Due to the concerned attempt of the removal of the implant was done, which eventually was done with the use of the hysteroscopic grasper with a slight difficulty of the removal of the implant. After removal of the implant, the inspection of the uterine cavity was done again and a new device was used to insert the implant in the right tube, which was done without any difficulty. Treatment for pain pelvic/ abdominal, dysmenorrhea (cramping), back pain was received and treatment for perforation was received. Current weight 175 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.5 kg/sqm. Human chorionic gonadotropin - on 2014: positive. Hysterosalpingogram - on 01-jan-2014: total bilateral occlusion. Laparoscopy - on 12-sep-2016: findings: an approximately 14 weeks¿ size myomatous uterus with essure coils protruding through the left cornua upon initial inspection of the pelvis. The right essure coil was not readily visible but noted to be within the right cornua. As stated before, the left cornua was noted to have protruding essure coil. The patient did have bilateral adrenal masses with both ovaries densely adherent to the pelvic sidewalls bilaterally. There was also complete obliteration of the posterior culdesac to the bladder adhesions from her previous cesarean deliveries. The remainder of the upper abdominal survey was otherwise unremarkable. Cystoscopy revealed bilaterally patent and effluxing uteral orifices at the conclusion of the operative procedure. Specimens: the uterus and cervix as well as bilateral fallopian tubes and ovaries which did contain both essure coils. Complications: none. Pathology test - on 29-jan-2015: final pathologic diagnosis: placenta, membrane and umbilical cord trimmed weight 514 g: microinfarction comprising 5% of the plate volume; no evidence of villitis; acute chorioamnionitis grade 1; umbilical cord with 3 blood vessels; on 22-jun-2015: clinical data/preop diagnosis: excessive menstruation. Specimen(s): a. Endometrial biopsy. Final diagnosis/ endometrial biopsy: proliferative endometrium with stromal infiltration by inflammatory cells including plasma cells consistent with chronic endometritis. Negative for carcinoma. Pregnancy test - on 10-jul-2014: positive pregnancy. Ultrasound scan - on 30-jun-2014: impression: single live intrauterine gestation with an average ultrasound age of 7 weeks and 2 days + /- 5 days, concordant with the patient's estimated gestational age by lmp. Bilateral ovarian cysts. Small subchorionic hematoma measuring approximately 2.9 x 1.3 cm. Complex nabothian cyst in the cervix measuring 1.2 x 1.6 x 1.0 cm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 14-apr-2021: quality safety evaluation of product technical complaint we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('organ and/or tissue perforation/perforation (fallopian tube(s))'), uterine perforation ('organ and/or tissue perforation/perforation (uterus)'), device breakage ('in the process of removal of the device from the cavity, the curl was noted to be broken and at this point, no certainty of the length of the device bed was implanted in the tube voiced the concern.'), endometritis ('chronic endometritis'), pelvic pain ('pelvic pain/a lot of pain/pelvic area'), pregnancy with contraceptive device ('post-implant pregnancy/pregnancy (with complications)\claiming pregnancy: birth- no complications') and caesarean section ('caesarean section') in a 36-year-old female patient who had essure (batch no. B53031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included bariatric surgery on (B)(6)2018, gravida, parity (3 ((B)(6)2003; (B)(6)2003; (B)(6)2008)), swelling abdomen, hirsutism, teratoma, dizziness, numbness in leg, burning leg, ankle sprain, sedation, lumbar disc herniation, lumbar radiculopathy, genital bleeding, epigastric pain, multiple caesarean sections (3), cervix inflammation and multiple caesarean sections (3). N (B)(6)2014: menstrual history urine pregnancy test urine pregnancy test (hcg) : positive. Previously administered products included for an unreported indication: ketorolac injection, motrin and oxycodone + acetaminophen 5mg-325mg. Concurrent conditions included obesity, hypertension, back injury, ovarian cyst, difficulty in standing, walking difficulty, pain stomach, neck pain, uterine leiomyoma, ganglion cyst, pain ankle, pain foot, tenderness, ache, swelling nos, weight bearing difficulty, posterior tibial tendon dysfunction, tibia pain, pes valgus, discomfort, asthenia, vomiting, flu, ultrasound ovary abnormal, cyst ovary, endometrial biopsy and pelvic adhesions. Concomitant products included metoprolol tartrate (lopressor) since 2010 for hypertension as well as ascorbic acid;calcium;colecalciferol;copper;cyanocobalamin;ferrous fumarate;nicotinamide;pyridoxine hydrochloride;retinol;riboflavin;thiamine hydrochloride;tocopherol;zinc (prenatal 1+1 fe) from (B)(6)2014 to (B)(6)2015, colecalciferol (vitamin d3) since (B)(6)2018, docusate sodium from (B)(6)2016 to (B)(6)2016, estradiol since (B)(6)2017, ethinylestradiol;norgestimate (ortho tri-cyclen) from (B)(6) 2012 to (B)(6)2014, ethinylestradiol;norgestrel (low-ogestrel) from (B)(6)2011 to (B)(6) 2013, hydrochlorothiazide since (B)(6)2012, hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen) from (B)(6)2013 to (B)(6)2013, ibuprofen since (B)(6)2012, meclozine hydrochloride, naproxen since (B)(6)2012, norethisterone (ortho micronor) from (B)(6)2012 to (B)(6)2013, nsaids since 2013, oral contraceptive nos, paracetamol (acetaminophen) since 2013 and paracetamol (tylenol). On (B)(6)2013, the patient had essure inserted. On (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), abdominal pain ("pain abdominal area") and back pain ("pregnancy with pain on the back/low back pain"), 3 days after insertion of essure. On (B)(6)2013, the patient experienced nausea ("nausea") and fatigue ("fatigue"). In (B)(6)2013, the patient experienced depression ("psychological or psychiatric problems - depression\ psych injury") and anxiety ("mental anguish \psych injury"). In (B)(6)2014, the patient was found to have weight increased ("weight gain/loss (specified which one) weight gain"). On (B)(6)2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6)2015, the patient underwent caesarean section (seriousness criterion medically significant). On (B)(6)2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), menstrual disorder ("menstruation issues"), complication of device insertion ("insertion injury"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysteroscopic grasper with a slight difficulty of the removal of the implant and robot assisted laparoscopic hysterectomy,bilateral salpingo-oophorectomy,extensive lysis of adhesion). Essure was removed on (B)(6)2016. At the time of the report, the fallopian tube perforation, uterine perforation, device breakage, endometritis, pregnancy with contraceptive device, caesarean section, menstrual disorder, complication of device insertion, vaginal haemorrhage, menorrhagia, depression, anxiety, nausea, fatigue, weight increased and headache outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain, back pain and dysmenorrhoea had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The apgar scores were 8 and 9 (at 1 and 5 minutes). The reporter considered abdominal pain, anxiety, back pain, caesarean section, complication of device insertion, depression, device breakage, dysmenorrhoea, endometritis, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, nausea, pelvic pain, pregnancy with contraceptive device, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 200 lbs. She did not allege that essure caused birth defects. Insertion detail - ostia was done bilaterally and the device was placed on the right tube without any difficulty, but due to the device malfunction, no appropriate deployment ,was noted. In the process of removal of the device from the cavity, the curl was noted to be broken and at this point, no certainty of the length of the device bed was implanted in the tube voiced the concern due to the concerned attempt of the removal of the infant was done, which eventually was done with the use of the hysteroscopic grasper with a slight difficulty of the removal of the infant. After removal of the implant, the inspection of the uterine cavity was done again and a new device was used to insert the implant in the right tube, which was done without any difficulty. Treatment for pain pelvic/ abdominal, dysmenorrhea (cramping),back was received and treatment for perforation was received. Current weight 175 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.5 kg/sqm. Human chorionic gonadotropin - on (B)(6)2014: positive. Hysterosalpingogram - on (B)(6)2014: essure device successfully occluded. Total bilateral occlusion.. Pathology test - on (B)(6)2015: final pathologic diagnosis: placenta, membrane and umbilical cord trimmed weight 514 g: ¿ microinfarction comprising 5% of the plate volume. ¿ no evidence of villitis. ¿ acute chorioamnionitis grade 1. ¿ umbilical cord with 3 blood vessels.. Pregnancy test - on (B)(6)2014: positive pregnancy. Ultrasound scan - on(B)(6)2014: impression: single live intrauterine gestation with an average ultrasound age of 7 weeks and 2 days + /- 5 days, concordant with the patient's estimated gestational age by lmp. Bilateral ovarian cysts. Small subchorionic hematoma measuring approximately 2.9 x 1.3 cm. Complex nabothian cyst in the cervix measuring 1.2 x 1.6 x 1.0 cm.. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('organ and/or tissue perforation/perforation (fallopian tube(s));'), uterine perforation ('organ and/or tissue perforation/perforation (uterus)'), device breakage ('in the process of removal of the device from the cavity, the curl was noted to be broken and at this point, no certainty of the length of the device bed was implanted in the tube voiced the concern.'), endometritis ('chronic endometritis'), pelvic pain ('pelvic pain/a lot of pain/pelvic area'), pregnancy with contraceptive device ('post-implant pregnancy/pregnancy (with complications)\claiming pregnancy: birth- no complications'), caesarean section ('caesarean section') and genital haemorrhage ('general, abnormal bleeding') in a 36-year-old female patient who had essure (batch no. B53031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included bariatric surgery on (B)(6)2018, gravida, parity (3 ((B)(6)2003; (B)(6)2003; (B)(6)2008)), swelling abdomen, hirsutism, teratoma, dizziness, numbness in leg, burning leg, ankle sprain, sedation, lumbar disc herniation, lumbar radiculopathy, genital bleeding, epigastric pain, multiple caesarean sections (3), cervix inflammation and multiple caesarean sections (3). Previously administered products included for an unreported indication: ketorolac injection, motrin and oxycodone + acetaminophen 5mg-325mg. Concurrent conditions included obesity, hypertension, back injury, ovarian cyst, difficulty in standing, walking difficulty, pain stomach, neck pain, uterine leiomyoma, ganglion cyst, pain ankle, pain foot, tenderness, ache, swelling nos, weight bearing difficulty, posterior tibial tendon dysfunction, tibia pain, pes valgus, discomfort, asthenia, vomiting, flu, ultrasound ovary abnormal, c quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-apr-2021: medical record received: reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('organ and/or tissue perforation/perforation (fallopian tube(s));'), uterine perforation ('organ and/or tissue perforation/perforation (uterus)'), device breakage ('in the process of removal of the device from the cavity, the curl was noted to be broken and at this point, no certainty of the length of the device bed was implanted in the tube voiced the concern.'), endometritis ('chronic endometritis'), pelvic pain ('pelvic pain/a lot of pain/pelvic area'), pregnancy with contraceptive device ('post-implant pregnancy/pregnancy (with complications)') and caesarean section ('caesarean section') in a 36-year-old female patient who had essure (batch no. B53031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included bariatric surgery on (B)(6)2018, gravida, parity (3 ((B)(6)2003; (B)(6)2003; (B)(6)2008)), swelling abdomen, hirsutism, teratoma, dizziness, numbness in leg, burning leg, ankle sprain, sedation, lumbar disc herniation, lumbar radiculopathy, genital bleeding, epigastric pain, multiple caesarean sections (3), cervix inflammation and multiple caesarean sections (3). Previously administered products included for an unreported indication: ketorolac injection, motrin and oxycodone + acetaminophen 5mg-325mg. Concurrent conditions included obesity, hypertension, back injury, ovarian cyst, difficulty in standing, walking difficulty, pain stomach, neck pain, uterine leiomyoma, ganglion cyst, pain ankle, pain foot, tenderness, ache, swelling nos, weight bearing difficulty, posterior tibial tendon dysfunction, tibia pain, pes valgus, discomfort, asthenia, vomiting, flu, ultrasound ovary abnormal, cyst ovary, endometrial biopsy and pelvic adhesions. Concomitant products included metoprolol tartrate (lopressor) since 2010 for hypertension as well as ascorbic acid;calcium;colecalciferol;copper;cyanocobalamin;ferrous fumarate;nicotinamide;pyridoxine hydrochloride;retinol;riboflavin;thiamine hydrochloride;tocopherol;zinc (prenatal 1+1 fe) from (B)(6) 2014 to (B)(6) 2015, colecalciferol (vitamin d3) since (B)(6) 2018, docusate sodium from (B)(6) 2016 to (B)(6) 2016, estradiol since (B)(6) 2017, ethinylestradiol;norgestimate (ortho tri-cyclen) from (B)(6) 2012 to (B)(6) 2014, ethinylestradiol;norgestrel (low-ogestrel) from (B)(6) 2011 to (B)(6) 2013, hydrochlorothiazide since (B)(6) 2012, hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen) from (B)(6) 2013 to (B)(6) 2013, ibuprofen since (B)(6) 2012, meclozine hydrochloride, naproxen since (B)(6) 2012, norethisterone (ortho micronor) from (B)(6) 2012 to (B)(6) 2013, oral contraceptive nos and paracetamol (tylenol). On(B)(6)2013, the patient had essure inserted. On (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), abdominal pain ("pain abdominal area") and back pain ("pregnancy with pain on the back/low back pain"), 3 days after insertion of essure. On (B)(6)2013, the patient experienced nausea ("nausea") and fatigue ("fatigue"). In (B)(6)2013, the patient experienced depression ("psychological or psychiatric problems - depression") and anxiety ("mental anguish"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain/loss (specified which one) weight gain"). On (B)(6)2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On(B)(6)2015, the patient underwent caesarean section (seriousness criterion medically significant). On (B)(6)2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), complication of device insertion ("insertion injury") and headache ("headaches"). The patient was treated with surgery (hysteroscopic grasper with a slight difficulty of the removal of the implant and robot assisted laparoscopic hysterectomy,bilateral salpingo-oophorectomy,extensive lysis of adhesion). Essure was removed on (B)(6)2016. At the time of the report, the fallopian tube perforation, uterine perforation, device breakage, endometritis, pregnancy with contraceptive device, caesarean section, menstrual disorder, complication of device insertion, vaginal haemorrhage, menorrhagia, depression, anxiety, nausea, fatigue, weight increased, back pain and headache outcome was unknown and the pelvic pain and abdominal pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The apgar scores were 8 and 9 (at 1 and 5 minutes). The reporter considered abdominal pain, anxiety, back pain, caesarean section, complication of device insertion, depression, device breakage, endometritis, fallopian tube perforation, fatigue, headache, menorrhagia, menstrual disorder, nausea, pelvic pain, pregnancy with contraceptive device, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 200 lbs. She did not allege that essure caused birth defects. Insertion detail - ostia was done bilaterally and the device was placed on the right tube without any difficulty, but due to the device malfunction, no appropriate deployment ,was noted. In the process of removal of the device from the cavity, the curl was noted to be broken and at this point, no certainty of the length of the device bed was implanted in the tube voiced the concern due to the concerned attempt of the removal of the infant was done, which eventually was done with the use of the hysteroscopic grasper with a slight difficulty of the removal of the infant. After removal of the implant, the inspection of the uterine cavity was done again and a new device was used to insert the implant in the right tube, which was done without any difficulty diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.5 kg/sqm. Human chorionic gonadotropin - on 30-jun-2014: positive. Hysterosalpingogram - on 01-jan-2014: essure device successfully occluded. Total bilateral occlusion.. Pregnancy test - on 10-jul-2014: positive pregnancy. Concerning the injuries reported in this case, the following one was reported from patient¿s medical record : endometritis concerning the injuries reported in this case, the following one was reported from patient¿s medical record : confirming -abdominal pain,vaginal haemorrhage, headache quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-aug-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('organ and/or tissue perforation/perforation (fallopian tube(s));'), uterine perforation ('organ and/or tissue perforation/perforation (uterus)'), device breakage ('in the process of removal of the device from the cavity, the curl was noted to be broken and at this point, no certainty of the length of the device bed was implanted in the tube voiced the concern.'), endometritis ('chronic endometritis'), pelvic pain ('pelvic pain/a lot of pain/pelvic area'), pregnancy with contraceptive device ('post-implant pregnancy/pregnancy (with complications)') and caesarean section ('caesarean section') in a 36-year-old female patient who had essure (batch no. B53031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included bariatric surgery on (B)(6) 2018, gravida, parity (3 ((B)(6) 2003; (B)(6) 2003; (B)(6) 2008)), swelling abdomen, hirsutism, teratoma, dizziness, numbness in leg, burning leg, ankle sprain, sedation, herniated disc, lumbar radiculopathy, genital bleeding, epigastric pain, c-section (3), cervix inflammation and c-section (3). Previously administered products included for an unreported indication: ketorolac injection, motrin and oxycodone + acetaminophen 5mg-325mg. Concurrent conditions included morbid obesity, hypertension, back injury nos, ovarian cyst, difficulty in standing, walking difficulty, pain stomach, neck pain, uterine leiomyoma, ganglion cyst, pain ankle, pain foot, tenderness, ache, swelling nos, weight bearing difficulty, posterior tibial tendon dysfunction, tibia pain, pes valgus, discomfort, asthenia, vomiting, flu, ultrasound ovary abnormal, cyst ovary, endometrial biopsy and pelvic adhesions. Concomitant products included metoprolol tartrate (lopressor) since 2010 for hypertension as well as ascorbic acid;calcium;colecalciferol;copper;cyanocobalamin;ferrous fumarate;nicotinamide;pyridoxine hydrochloride;retinol;riboflavin;thiamine hydrochloride;tocopherol;zinc (prenatal 1+1 fe) from (B)(6) 2014 to (B)(6) 2015, colecalciferol (vitamin d3) since (B)(6) 2018, docusate sodium from (B)(6) 2016 to (B)(6) 2016, estradiol since (B)(6) 2017, ethinylestradiol;norgestimate (ortho tri-cyclen) from (B)(6) 2012 to (B)(6) 2014, ethinylestradiol;norgestrel (low-ogestrel) from (B)(6) 2011 to (B)(6) 2013, hydrochlorothiazide since (B)(6) 2012, hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen) from (B)(6) 2013 to (B)(6) 2013, ibuprofen since (B)(6) 2012, meclozine hydrochloride, naproxen since june 2012, norethisterone (ortho micronor) from (B)(6) 2012 to (B)(6) 2013, oral contraceptive nos and paracetamol (tylenol). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), abdominal pain ("pain abdominal area") and back pain ("pregnancy with pain on the back/low back pain"), 3 days after insertion of essure. On (B)(6) 2013, the patient experienced nausea ("nausea") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems - depression") and anxiety ("mental anguish"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain/loss (specified which one) weight gain"). On (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2015, the patient underwent caesarean section (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), complication of device insertion ("insertion injury") and headache ("headaches"). The patient was treated with surgery (hysteroscopic grasper with a slight difficulty of the removal of the implant and robot assisted laparoscopic hysterectomy,bilateral salpingo-oophorectomy,extensive lysis of adhesion). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, device breakage, endometritis, pregnancy with contraceptive device, caesarean section, menstrual disorder, complication of device insertion, vaginal haemorrhage, menorrhagia, depression, anxiety, nausea, fatigue, weight increased, back pain and headache outcome was unknown and the pelvic pain and abdominal pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The apgar scores were 8 and 9 (at 1 and 5 minutes). The reporter considered abdominal pain, anxiety, back pain, caesarean section, complication of device insertion, depression, device breakage, endometritis, fallopian tube perforation, fatigue, headache, menorrhagia, menstrual disorder, nausea, pelvic pain, pregnancy with contraceptive device, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 200 lbs. She did not allege that essure caused birth defects. Insertion detail - ostia was done bilaterally and the device was placed on the right tube without any difficulty, but due to the device malfunction, no appropriate deployment ,was noted. In the process of removal of the device from the cavity, the curl was noted to be broken and at this point, no certainty of the length of the device bed was implanted in the tube voiced the concern due to the concerned attempt of the removal of the infant was done, which eventually was done with the use of the hysteroscopic grasper with a slight difficulty of the removal of the infant. After removal of the implant, the inspection of the uterine cavity was done again and a new device was used to insert the implant in the right tube, which was done without any difficulty diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.5 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2014: positive. Hysterosalpingogram - on (B)(6) 2014: essure device successfully occluded. Total bilateral occlusion.. Pregnancy test - on (B)(6) 2014: positive pregnancy. Concerning the injuries reported in this case, the following one was reported from patient¿s medical record : endometritis concerning the injuries reported in this case, the following one was reported from patient¿s medical record : confirming -abdominal pain,vaginal haemorrhage, headache most recent follow-up information incorporated above includes: on 23-jul-2019: pfs and mr received - new events-¿ device breakage, abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems ¿ depression, mental anguish, nausea, pain abdominal area, fatigue, weight gain, pregnancy with pain on the back/low back pain, caesarean section, headaches and chronic endometritis¿, pregnancy were updated. Event onset date of event pregnancy ,product information lot number, medical history and lab data and concomitant medication were added. Outcome of pelvic pain updated to ¿recovering / resolving¿, pregnancy outcome updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), uterine perforation ("organ and/or tissue perforation"), fallopian tube perforation ("organ and/or tissue perforation") and pregnancy with contraceptive device ("post-implant pregnancy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and complication of device insertion ("insertion injury") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (robot assisted laparoscopic hysterectomy with a bilateral salpingo-oophorectomy). Essure was removed. At the time of the report, the pelvic pain, uterine perforation, fallopian tube perforation, pregnancy with contraceptive device, menstrual disorder and complication of device insertion outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered complication of device insertion, fallopian tube perforation, menstrual disorder, pelvic pain, pregnancy with contraceptive device and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device successfully occluded.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-may-2019: quality safety evaluation of ptc. Event of "organ and/or tissue perforation" split into 2 events 'uterine perforation' and 'fallopian tube perforation'. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('organ and/or tissue perforation/perforation (fallopian tube(s));'), uterine perforation ('organ and/or tissue perforation/perforation (uterus)'), device breakage ('in the process of removal of the device from the cavity, the curl was noted to be broken and at this point, no certainty of the length of the device bed was implanted in the tube voiced the concern.'), endometritis ('chronic endometritis'), pelvic pain ('pelvic pain/a lot of pain/pelvic area'), pregnancy with contraceptive device ('post-implant pregnancy/pregnancy (with complications)\claiming pregnancy: birth- no complications'), caesarean section ('caesarean section') and genital haemorrhage ('general abnormal bleeding') in a 36-year-old female patient who had essure (batch no. B53031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included bariatric surgery on (B)(6)2018, gravida, parity (3 ((B)(6)2003; (B)(6)2003; (B)(6)2008)), swelling abdomen, hirsutism, teratoma, dizziness, numbness in leg, burning leg, ankle sprain, sedation, lumbar disc herniation, lumbar radiculopathy, genital bleeding, epigastric pain, multiple caesarean sections (3), cervix inflammation and multiple caesarean sections (3). Previously administered products included for an unreported indication: ketorolac injection, motrin and oxycodone + acetaminophen 5mg-325mg. Concurrent conditions included obesity, hypertension, back injury, ovarian cyst, difficulty in standing, walking difficulty, pain stomach, neck pain, uterine leiomyoma, ganglion cyst, pain ankle, pain foot, tenderness, ache, swelling nos, weight bearing difficulty, posterior tibial tendon dysfunction, tibia pain, pes valgus, discomfort, asthenia, vomiting, flu, ultrasound ovary abnormal, cyst ovary, endometrial biopsy and pelvic adhesions. Concomitant products included metoprolol tartrate (lopressor) since 2010 for hypertension as well as ascorbic acid;calcium;colecalciferol;copper;cyanocobalamin;ferrous fumarate;nicotinamide;pyridoxine hydrochloride;retinol;riboflavin;thiamine hydrochloride;tocopherol;zinc (prenatal 1+1 fe) from (B)(6)2014 to (B)(6)2015, colecalciferol (vitamin d3) since (B)(6)2018, docusate sodium from (B)(6)2016 to (B)(6)2016, estradiol since (B)(6)2017, ethinylestradiol;norgestimate (ortho tri-cyclen) from (B)(6) 2012 to (B)(6)2014, ethinylestradiol;norgestrel (low-ogestrel) from (B)(6)2011 to (B)(6) 2013, hydrochlorothiazide since (B)(6)2012, hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen) from (B)(6)2013 to (B)(6)2013, ibuprofen since (B)(6)2012, meclozine hydrochloride, naproxen since (B)(6)2012, norethisterone (ortho micronor) from (B)(6)2012 to (B)(6)2013, oral contraceptive nos and paracetamol (tylenol). On (B)(6)2013, the patient had essure inserted. On (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), abdominal pain ("pain abdominal area") and back pain ("pregnancy with pain on the back/low back pain"), 3 days after insertion of essure. On (B)(6)2013, the patient experienced nausea ("nausea") and fatigue ("fatigue"). In (B)(6)2013, the patient experienced depression ("psychological or psychiatric problems - depression\ psych injury") and anxiety ("mental anguish \psych injury"). In (B)(6)2014, the patient was found to have weight increased ("weight gain/loss (specified which one) weight gain"). On (B)(6)2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6)2015, the patient underwent caesarean section (seriousness criterion medically significant). On (B)(6)2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), complication of device insertion ("insertion injury"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysteroscopic grasper with a slight difficulty of the removal of the implant and robot assisted laparoscopic hysterectomy,bilateral salpingo-oophorectomy,extensive lysis of adhesion). Essure was removed on (B)(6)2016. At the time of the report, the fallopian tube perforation, uterine perforation, device breakage, endometritis, pregnancy with contraceptive device, caesarean section, menstrual disorder, complication of device insertion, vaginal haemorrhage, menorrhagia, depression, anxiety, nausea, fatigue, weight increased and headache outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain, back pain and dysmenorrhoea had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The apgar scores were 8 and 9 (at 1 and 5 minutes). The reporter considered abdominal pain, anxiety, back pain, caesarean section, complication of device insertion, depression, device breakage, dysmenorrhoea, endometritis, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, nausea, pelvic pain, pregnancy with contraceptive device, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 200 lbs. She did not allege that essure caused birth defects. Insertion detail - ostia was done bilaterally and the device was placed on the right tube without any difficulty, but due to the device malfunction, no appropriate deployment ,was noted. In the process of removal of the device from the cavity, the curl was noted to be broken and at this point, no certainty of the length of the device bed was implanted in the tube voiced the concern due to the concerned attempt of the removal of the infant was done, which eventually was done with the use of the hysteroscopic grasper with a slight difficulty of the removal of the infant. After removal of the implant, the inspection of the uterine cavity was done again and a new device was used to insert the implant in the right tube, which was done without any difficulty. Treatment for pain pelvic/ abdominal, dysmenorrhea (cramping),back was received and treatment for perforation was received. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.5 kg/sqm. Human chorionic gonadotropin - on (B)(6)2014: positive. Hysterosalpingogram - on (B)(6)2014: essure device successfully occluded. Total bilateral occlusion.. Pregnancy test - on (B)(6)2014: positive pregnancy. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('organ and/or tissue perforation/perforation (fallopian tube(s));'), uterine perforation ('organ and/or tissue perforation/perforation (uterus)'), device breakage ('in the process of removal of the device from the cavity, the curl was noted to be broken and at this point, no certainty of the length of the device bed was implanted in the tube voiced the concern.'), endometritis ('chronic endometritis'), pelvic pain ('pelvic pain/a lot of pain/pelvic area'), pregnancy with contraceptive device ('post-implant pregnancy/pregnancy (with complications)\claiming pregnancy: birth- no complications'), caesarean section ('caesarean section') and genital haemorrhage ('general, abnormal bleeding') in a 36-year-old female patient who had essure (batch no. B53031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included bariatric surgery on (B)(6)2018, gravida, parity (3 ((B)(6)2003; (B)(6)2003; (B)(6)2008)), swelling abdomen, hirsutism, teratoma, dizziness, numbness in leg, burning leg, ankle sprain, sedation, lumbar disc herniation, lumbar radiculopathy, genital bleeding, epigastric pain, multiple caesarean sections (3), cervix inflammation and multiple caesarean sections (3). Previously administered products included for an unreported indication: ketorolac injection, motrin and oxycodone + acetaminophen 5mg-325mg. Concurrent conditions included obesity, hypertension, back injury, ovarian cyst, difficulty in standing, walking difficulty, pain stomach, neck pain, uterine leiomyoma, ganglion cyst, pain ankle, pain foot, tenderness, ache, swelling nos, weight bearing difficulty, posterior tibial tendon dysfunction, tibia pain, pes valgus, discomfort, asthenia, vomiting, flu, ultrasound ovary abnormal, c quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received - new events- "dysmenorrhea (cramping) and general abnormal bleeding" added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.